Manufacturer narrative:
Device power up properly after battery installation. No blank display anomaly noted. Device had unresponsive up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 5.5 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump stopped working after exposure to moisture. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump was turned off completely. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.